Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked in several locations beginning near the distal end. As received, the working channel sleeve did not protrude. However, maximum protrusion was observed when the tip was articulated by turning the large knob in the clockwise direction. A functional evaluation was performed. The device was plugged into the controller. Without manipulation, a black screen with pixelation was immediately displayed. Although the reported complaint of ¿loss of visualization¿ was not confirmed, a visualization issue (pixelation) was confirmed. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, about 15 minutes into the procedure, the image became distorted and then disappeared. They reconnected the plug into the controller; however, the issue was not resolved. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.